Event description:
It was reported that on (B)(6) 2024, a small flexnav delivery system was selected to implant a 23mm, c navitor with radiopaque markers, during the procedure, the valve and delivery system were removed from the patient due to over maximum times of recapture x 4 and the valve appeared to be sitting in an awkward appearance in the valve capsule. A second small flexnav delivery system and navitor with radiopaque markers, were opened and implanted successfully during first deployment. The patient is stable,

Manufacturer narrative:
An event of material deformation (awkward appearance in the valve capsule) was reported. A returned device inspection could not be performed as the device was not returned for analysis. It was indicated that during loading, valve was recaptured 4 times which may have contributed to the reported event but cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.